Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Add'l devices: guide wire: cougar; guide cath: ebu 3.75; sheath: 6f. Evaluation summary: the device was returned for evaluation. The reported resistance with the guide wire was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the mid circumflex with mild tortuosity and no calcification. The 2.0 x 20 mm mini trek balloon was prepared per the instructions for use and advanced, but met resistance with the guide wire and the devices became stuck. The balloon was inflated in an attempt to loosen the balloon catheter from the guide wire, but was unsuccessful. The devices were removed as a unit and a new guide wire and 2.0 x 20 mm mini trek balloon were used to complete the procedure successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.